Event description:
It was reported that the pump touchscreen had undefined issues. There was no reported impact to the customer¿s blood glucose. Reportedly the customer had an alternate pump for insulin therapy.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.